Event description:
During verification testing at the svc ctr, it was noted that the door roller was broken.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.